Manufacturer narrative:
Product complaint # :(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint: litigation alleges patient had permanent physical injuries, pain and disfigurement after asr hip implants. On (B)(6) 2012 - patient's operative records were received. Records indicate the patient had a loose acetabular cup. Dor: (B)(6) 2012 (left side). Medical records received 06/24/2013. Revision operative report indicates revision due to pain and mildly elevated iron levels. The information received does not change the MDR decision. Litigation record received 12/12/2017. There is no new allegation. It was mentioned that the patient was deceased, however, there is no date provided. This complaint was updated on dec 19, 2017. In addition there were no allegations of depuy components contributing to the passing. On (B)(6) 2021: in addition to what were reported in the medical records after review the patient was revised to address failed large asr mom tha with persistent pain and elevated metal ions. Operative note reported no complication. Doi: (B)(6) 2009; dor: (B)(6) 2012 ; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Update 14 mar 2022 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b2 (death and date of death), e1.